Event description:
A customer contacted beckman coulter inc. (Bci) stating that the tip of the glucose sensor was broken off and the fluid leaked inside the package (foil wrap). There was no evidence of damage to the exterior plastic packaging. No injury was reported on this issue.

Manufacturer narrative:
A replacement was sent.